Manufacturer narrative:
One (1) used, list # 412390406, td torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, lf, lot # 92-324-he was received for evaluation. The reported complaint of a ruptured balloon was confirmed. As received, the latex free balloon of the td catheter was balloon was torn. The balloon appears to have failed while inflated with the latex free balloon material being stretched out. The probable cause of the balloon ruptures are due to inserting them through a mating device such as a repositioning sleeve or introducer with a smaller inner diameter than the balloon's outer diameter. This caused undue stress on a portion of the balloon as the balloon is stretched back and folds over. The lot # 92-324-he was reviewed and there were no relevant non-conformances found.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is yet to be received.

Event description:
It was reported that during cardiac catheterization the balloon of the td torque-line catheter, 7f, 4 lumen, 110 cm, heparin coated, lf ruptured during insertion. There was patient involvement, but no adverse event, no delay in critical therapy, nor medical/surgical intervention required. The device was changed with no further problems encountered. No additional information provided.